Event description:
A report was received that during a lead revision procedure due to lead migration, it was revealed that the pt's lead had two broken contacts. The lead was replaced with two new leads. The implanting physician was aware at the time of implant that the contacts were broken. The pt is reportedly doing well.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned to bsn for evaluation.